Manufacturer narrative:
(B)(4). Batch # t5ed7f. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. During the evaluation, the device was noted to be non-functional. However articulation and rotation testing was performed and the device articulated to all settings and rotated, with any difficulties noted. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be exposed to cleaning solutions. Please reference the instruction for use for more information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the name of vessel device was fired on when issue occurred? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Does the surgeon routinely wait 15 seconds before firing? Did the patient undergo preoperative radiation or chemotherapy? What was the approximate blood loss? Was a transfusion required? What assistance did cardiac surgeon provide? How was procedure completed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a stapling line failure. It caused significant blood loss in the patient. A cardiac surgeon had to intervene in the procedure. The procedure was a bilobectomy.